Event description:
The user facility reported that the device involved was being used to cross over severely diseased circumflex artery. The guidewire tip suddenly broke off from the shaft. The patient was not injured, medical or surgical intervention was not required. Patient condition was stable. The procedure outcome was a success. The event occurred intra-operative.